Event description:
Information was received indicating that during pre-test, a smiths medical medfusion pump exhibited either primary audible alarm background test or primary audible alarm post upon powering on of device. There was no patient involvement in this event. No adverse effects were reported.